Manufacturer narrative:
Findings: pump received with open book, problem isolated to the pcb 2. Also found pump error found in the long trace history. No damage found on the motor assembly during visual inspection. Pump received with minor scratched lcd window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.